Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented with asymptomatic ischemia and index procedure was performed. The 90% stenosed, 2.5mm x 5.0mm, type b2 target lesion was located in the proximal left circumflex (lcx) artery. Following pre-dilatation, a 2.50x12mm promus element ¿ drug-eluting stent was deployed at 16 atmospheres. It was confirmed that residual stenosis was 0% and timi flow 3 and the procedure was completed. The following day, the patient was discharged. In (B)(6) 2015, the patient died of unknown causes.